Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 500mg/dl, failed battery alarm and a motor error alarm. Troubleshooting was performed and the self test and the displacement test passed for the pump. It was also found that the pump was able to complete the prime and rewind sequence. Customer indicated that the pump is cracked in 2 places on the back of the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored for several days; no unexpected low battery alarm; no unexpected failed battery alarm anomalies and no motor error alarm noted. The motor passed the motor test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.